Manufacturer narrative:
The reagent lot number and its expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and determined that an incorrect adjustment on the probe system had caused the event. He readjusted the following parts: sample and reagent probes, ultrasonic mixer (usm) position, sampling, piercer, and reagent manager, main pump, gear pump, and rinse levels; and decontaminated the rinse station. He verified the analyzer's performance by hardware and precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable calcium gen.2 results from four patient samples tested on the cobas c 503 analytical unit. The results were questioned based on the patient's clinical background and the physician's complaint that the results started low and then were high.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and determined that an incorrect adjustment on the probe system had caused the event. He then readjusted the sample and reagent probes, ultrasonic mixer (usm) position, sampling, piercer, and reagent manager; readjusted the main pump, gear pump, and rinse levels; and decontaminated the rinse station. He verified the analyzer's performance by successful hardware and precision assay checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.